Event description:
The customer reported being in the emergency room due to ketones, diabetes ketoacidosis, and high blood glucose of 500mg/dl. The caller was thirsty and could not walk correctly. The customer mentioned that the night before her blood glucose was running on the 400s mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.